Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign : (B)(6). On (B)(6) 2018, it was reported that the ratchet does not function at all, and will not mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the pre-test calibration and sample mesh could not be taken due to the bent comb. The shoulder bolts were not in the correct position. The roller, roller gear, and side plates were all visibly damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, roller gear, shoulder bolts, washers, and ball detents. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the device did not mesh was confirmed since during the product review by zimmer biomet surgical it was noted that the pre-test calibration and sample mesh could not be taken due to the bent comb. The reported event that the ratchet does not function at all was confirmed since during the product review by zimmer biomet surgical it was noted that the roller and roller gear were visibly damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical it was noted that the pre-test calibration and sample mesh could not be taken due to the bent comb. The shoulder bolts were not in the correct position. The roller, roller gear, and side plates were all visibly damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the ratchet does not function at all, and will not mesh. It is reported the cutters are brand new and that the device needs to be repaired as the handle does not function at all. An alternate device was used to complete the procedure with no delays. No adverse events were reported as a result of this malfunction.